Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). H6: ec method code: device not accessible for testing (4117). Summary of investigational findings: a 63 year old male patient with stanford b type aortic dissection, with false lumen location from the left common carotid artery (lcca) area to the common iliac artery (cia) expanding rapidly, underwent tevar. After 2 vessel de-branching a zta-pt-38-34-217-w1 (complaint device) was placed from zone 1 and two gzsd-46-164-2 were implanted in extension. On (B)(6) 2019 the patient went into cardiac arrest which was treated with cardiac massage after which he returned to sinus-rhythm. An echocardiography revealed retrograde type a dissection (rtad). Thoracotomy was performed with replacement of ascending aorta. Based on the findings at the thoracotomy the rtad occurred from an entry tear caused by the bare tip stent of the complaint device. The patient condition was unstable, and he died on (B)(6) 2019. The proximal neck was reported with the measurements: length:19mm/diameter:35mm (the diameter where the proximal bare stent touched was 32mm) and the landing zone was reported to be approximately straight. It is noted that the complaint device was used outside of its intended use. The physician chose this due to his familiarity with zta. Also, he chose not to use a tx2 device because of the pro-form suture and that he did not want to use ballooning to modify the device. Review of the device history record gave no indication of the device being produced outside of specifications. Angio imaging and preoperative sizing document provided were reviewed by an imaging expert. The complication of postop retrograde thoracic dissection (rtad) following thoracic endograft placement is not demonstrated on the operative imaging provided. Per the imaging expert¿s findings: ¿the proximal graft edge lands slightly distal to the innominate trunk but covers the origin of the lcca. By the imaging expert¿s impression, the aortic arch anatomy is outside of IFU for endovascular repair due to an inadequate proximal neck with a length reported to be 19mm long, requiring 2-vessel de-branching and coverage of the lcca along with the left subclavian atery (lsa). Per the IFU: ¿the zenith alpha thoracic endovascular graft is designed to treat proximal aortic necks (distal to either the left subclavian or left common carotid artery) of at least 20 mm in length.¿ furthermore, the imaging expert states: ¿the zta graft is not indicated for repair of thoracic aortic dissections, so this device was used outside of the IFU.¿ and ¿because this rtad occurred immediately postop, catheter or wire manipulation in the aortic arch during the repair procedure must also be considered as a possible cause¿. According to the IFU aortic damage and dissection are known potential adverse events. An exact cause for this event cannot be established. Cook will reopen the case if further imaging or information is provided. It is noted that a field safety corrective action ¿2018fa0009¿ was released for costumer information purposes, on 21aug2018, to emphasize that the zenith alpha thoracic endovascular grafts should be used as specified in the IFU. According to IFU section 4.2 ¿patient selection, treatment and follow up states: ¿the safety and effectiveness of the zenith alpha thoracic endovascular graft and ancillary components have not been evaluated in the following patient populations: dissections.¿ cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Similar do device under 510(k)/PMA: p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: regarding the case, the proximal neck was short, so there was a need to place the device from zone1. In the daytime on (B)(6) 2019, the tevar procedure was conducted by using the combination of zta-pt-38-34-217-w1 (lot: e3847545) and gzsd-46-164-2 (lot: e3764573 & lot: e3814319). After performing 2 de-branches technique, zta-pt-38-34-217-w1 (lot: e3847545) was placed from zone1. Also, gzsd-46-164-2 (lot: e3764573 & lot: e3814319) were placed up to the terminal aorta. Before dawn of the next day ((B)(4)2019), the patient went into cardiac arrest in the hospital, and an examination was conducted. After being applied cardiac massage, the patient returned to sinus rhythm. Then, retrogade aortic dissection (rtad) was detected with echocardiography. Soon after that, thoracotomy was conducted. The findings showed the suspicion of the dissection occurring from the bare stent tip of zta-pt-38-34-217-w1 (lot: e3847545). In the thoracotomy, ascending aorta replacement was conducted. Patient outcome: although the patient could return to his room, the patient¿s condition was unstable, and he died on (B)(6) 2019.